Event description:
It was reported that the patient presented to the emergency department (ed) with syncope due to a right ventricular (rv) lead fracture. The rv lead is a non boston scientific product. There were multiple electrograms which showed noise on the rv lead that was oversensed causing pacing inhibition and asystole greater than two seconds. There was also intermittent rv capture noted at maximum pacing outputs. The patient was indicated to be completely pace therapy dependent with no escape rhythm. The following day, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).